Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the surgery occurred on (B)(6) 2017. The patient received a non rechargeable device. The rep saw the patient the next day and they were pleased. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-may-31- information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. Information was reported that a rep met with a patient yesterday to address an overdischarge. Patient went home with physician mode recharge session going and patient was able to normally charge ins last night. Rep tried to walk patient through clearing power on reset (por) using patient programmer (pp), but this wasn¿t successful because rep wasn¿t using correct steps. The rep was sent steps to clear por using pp and rep was going to call patient to review clearing por with pp. The issue occurred in 2016 but the exact date of the event was not provided. No symptoms were reported. No further complications were reported. On 2017-jun-02 - additional information received e1 (rep). It was reported that the por message has not been cleared. The patient has an appointment scheduled for (B)(6) 2017 to clear the por message. On 2017-jul-24 - additional information was received from the patient. It was reported that patient spoke with a manufacturer representative who gave them sticky patches and knew that the battery was tilted. Patient has had trouble charging their implant a year ago, in 2016 and it was hard to get a good strong signal, and they had not used it in over a year because it quit working, and the whole battery was at a diagonal angle, the bottom part sticks into the inner skin and the top sticks out towards the outer skin. Patient stated that the rep did a trickle charge with them a month ago or two months ago, it was may or june and the rep gave them some stickers and now they were out. Upon further clarification, the patient reported that they first found that the ins was tilted in (B)(6) 2017. Sticky patches were ordered for the patient. No symptoms were reported and no additional complications were reported/anticipated. On 2017-jul-26 - additional information was received from the manufacturer representative. It was reported that the patient was seen in the clinic on (B)(6) 2017. The trickle charge was reported earlier but patient was able to recharge the device and keep it recharged for the appointment. Patient was offered sticky patches to help them out with recharging. Patient was also seen by the hcp during that appointment and they looked at patient's battery site. It appeared tilted slightly but the patient could still recharge, so at that point nothing was decided on. Patient was implanted in 2011, the cause of the device tilting was unknown. Patient was going to try the sticky patches. It was notified on (B)(6) that she would like more sticky patches. The rep had not heard anything from the physician about a pocket revision at the point of this report. No further complications were reported/anticipated. On 2017-08-08 - additional information was received from a manufacturer's representative (rep). It was reported that rep heard that patient had a pocket revision scheduled for (B)(6) 2017. Patient let the rep knew this, but rep had not seen an or listing for it yet. It was also reported that the healthcare provider (hcp) is considering a pocket revision as there is tissue build-up at the pocket site, causing difficulty recharging. No revision had occurred. No further complications were reported or anticipated.